Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the attached photos it was observed that the catheter was broken at the middle of the shaft. The area of breakage was observed to be jagged. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to a user rough handling (pulled out by user) use of sharp object, operator error, stripping error. The lot number was unknown and the information on the date code number was not available. Therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter found to be broken which leads to urine leakage on the 2nd day of use. The tip of the catheter was remained with the patient was pulled out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was found to be broken which lead to the urine leakage on the 2nd day of use. The tip of the catheter was remained in the patient and so it was pulled out.